Event description:
It is reported that the patient fell down steps at his house, landing on his left knee. He began having pain and swelling several days later and called the orthopedist who tapped the joint in his office and then admitted the patient to the hospital where he had the devices removed. When the surgeon opened the knee, pus was expressed immediately in copious amounts. An irrigation with six liters of irrigant and two batches of cement with a total of five grams of tobramycin was used and block was moded with a small stem on it to prevent this dislodgement.

Manufacturer narrative:
(B)(4). Evaluation summary: visual inspection of the device reveals signs of wear. The devices also exhibit signs of cement, bone growth, and soft tissue. The devices do not indicate a need for revision. It is likely that the patient underwent revision surgery as a direct result of his fall; however, a definitive root cause cannot be determined with the information provided. Review of the device history records did not find any deviations or anomalies. As returned, implants exhibit damage, wear and tear. The tibial plate and femoral component contain bone cement and a minimal amount of soft tissue. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.